Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to unknown causes. It was reported the outcome was not device or therapy related. The device was not explanted. The customer reported that the patient was lost to follow up.

Event description:
It was reported that the patient expired on (B)(6) 2022, approximately 2 years after receiving a heart transplant on (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: the patient was not implanted with a heartmate device at the time of death. Refer to MFR # 2916596-2020-00986 for the evaluation of the returned device that took place in 2020. The heartmate ii lvas instructions for use (IFU), rev. C, is currently available. Section 1, ¿introduction,¿ lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.